Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. The patient did not enter the bg meter values into the cgm device promptly and accurately. Labeling indicates: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on 08/17/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.